Manufacturer narrative:
Balloon rupture during brachytherapy of the breast is an anticipated event. The balloon in this event was evaluated including a review of the DHR, visual inspection, sem images and chemical analysis of the material. This product is part of an irb approved study and occurred at a clinical investigation site. The use of the 5 x 7 ellipsoidal balloon has been discontinued until a definitive root cause is identified. This action is considered to be a market withdrawal per FDA guidelines. Patient elected not to continue with participation in the study. This MDR is related to MDR 3005594788-2007-00001.

Event description:
In 2007, patient had a balloon rupture. This balloon was removed and another balloon was placed on the next day. The patient experienced water gush while sleeping on her back early saturday morning in the following day. Balloon was extracted. Incident did not result in a patient injury. Balloon rupture is an anticipated adverse event per the instructions for use.